Event description:
This report is to advise of an event observed during analysis confirming an exposed wire.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The fractured and protruding conductor wire. The catheter failed shaft leak testing but passed irrigation leak testing, indicating no leaks/breaks in the irrigation tubing. No leaks in the fos were detected, and no tears under electrode rings 2-4 or in the distal shaft were detected. The cause of the shaft leak is consistent with the protruding conductor wire 2 proximal to electrode ring. Ingress testing revealed fluid ingress proximal to electrode ring 3. In addition, log file analysis indicated that optical fiber 2 did not meet specifications for optical properties and no contact force was displayed from the beginning of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the shaft damage proximal to electrode ring 3 and the resulting conductor wire 2 fracture, protrusion, and failed shaft leak test remains unknown.